Manufacturer narrative:
Device passed displacement test. Device was received with cracked select button keypad overlay. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was unknown. Customer also reported that there was a crack in the center button of the keypad. Troubleshooting was done for cosmetic damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.